Manufacturer narrative:
(B)(4). Evaluation of the incident electrode found the insulation had voids and scratches. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Event description:
The customer reported that during the ablation procedure the physician found the temperature of the needle was low. The procedure was completed with another device. Covidien's initial evaluation of the incident device found the insulation was damaged. The device failed hipot testing.